Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin and no alarm occurred. Customer stated that she woke up with blood glucose reading over 500 mg/dl. No insulin delivery for 7 to 8 hours. Customer stated that this has happened before. Customer using manual injections. Nothing further reported.